Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: pulmonary embolism (pe), deep vein thrombosis (dvt), migration, anxiety, worry, fear, physical limitations, bipolar disorder. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Unknown if the reported anxiety, worry, fear, physical limitations, and bipolar disorder are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2011 via the right internal jugular vein due to deep vein thrombosis (dvt), despite the presence of a previously-implanted non-cook filter. Patient is alleging vena cava perforation and organ abutment. The patient further alleges "one prong of the filter is abutting my duodenum. A second prong of the filter is abutting my abdominal aorta. I live with the anxiety of having a filter that could fail further at any time, but that cannot be retrieved without a serious surgery. I am worried because my filter has perforated outside of my vena cava and is abutting other organs," as well as fear, physical limitations, post-implant dvt, post-implant pulmonary embolism (pe), and bipolar disorder. Report from CT (computed tomography): "caval perforation: yes. Upper filter 2 o'clock 5.60mm grade 3 extending to the periphery of the duodenum. 4 o'clock 7.40mm grade 3 extending to the periphery of the of the abdominal aorta. Lower filter 3 o'clock 6.30mm grade 3 extending to the periphery of the abdominal aorta. 12 o'clock 10.60mm grade 2. 10 o'clock 10.40mm grade 2. 9 o'clock 11.60mm grade 2. 4 o'clock 4.90mm grade 3 extending to the l4 prevertebral soft tissues. 5 o'clock 6.4 mm grade 3 extending to the periosteum of the l4 vertebral body. 7 o'clock 3.90mm grade 3 extending to the periphery of the l3-l4 disc. 7:30 o'clock 10.10mm grade 4 extending into the l4 vertebral body, this strut is fractured. 6:30 o'clock 11.90mm grade 4 extending into the l4 vertebral body. Tilt: no. Migration: yes. Upper caval filter apex is above the level of the renal veins. Lower caval filter extends to the bifurcation."

Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. PMA/510(k): k172557. Summary of investigational findings: the following allegations have been investigated: inferior vena cava (ivc), duodenum and abdominal aorta perforation, pain. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: it is alleged that "on or about (B)(6) 2011, [pt] was implanted with a cook gunther tulip ivc filter. [Pt] has suffered serious injury as a result of the implantation of the cook gunther tulip filter. Specifically, the filter has perforated [pt]¿s ivc, extending into the periphery of [pt]¿s duodenum and abdominal aorta." Patient outcome: it is alleged that "[pt] is at risk for future progressive perforations by the cook gunter tulip filter which could further injure adjacent organs, blood vessels, and structures, as well as fracturing of the ivc filter and migration of the cook gunther tulip filter or pieces thereof. [Pt] faces numerous health risks, including the risk of death. [Pt] will require ongoing medical care and monitoring for the rest of her life. It is unknown if the filter can be retrieved by any means other than an open surgical procedure." It is further alleged that "[pt] has pain and suffering and mental anguish in the past and which, in reasonable probability, will sustain in the future."